Event description:
Related to MFR report # 2183959-2012-02408. It was reported by the plaintiff's attorney that on or about (B)(6) 2009, the plaintiff was implanted with an elevate apical and anterior prolapse repair system with intepro lite "with the intention of treating the plaintiff for stress urinary incontinence and pelvic organ prolapse". It was alleged that the plaintiff "suffered serious bodily injuries, including, but not limited to, infection, extreme vaginal pain, extrusion and erosion and surgery for the revision of the mesh", and had other injuries.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.